Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed the shaft was partially separated at the collar/shaft area, which became fully separated during analysis. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Based on device analysis completed on 24-may-2019 it was reported that the device was kinked a 6f long guidezilla ii was selected for use. During preparation, the device was observed to be kinked. The procedure was completed with another of the same device. No complications reported. However, device analysis revealed separation of the shaft at the collar/shaft area.